Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was slightly melted at the tip, exposing metal. Charred marks were also noted on the side of the teflon pad. In addition, two small fragments of the teflon pad is missing, each measuring approximately 1mm. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found charred stains on tip of the probe and on one side of the jaw. The probe was found to be slightly misaligned when comes in direct contact with the jaw on one side. There is a small peeling of the gold insulation from top of the jaw. The root cause for the teflon pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The most likely cause for the probe misalignment is due to applying strong force or twisting the probe tip while grasping the tissue or by pulling the probe tip up; grasping the tissue. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure ¿an event occurred.¿ furthermore, olympus was informed that the teflon pad burnt, no metal was exposed. There was no device fragment that fell inside the patient. The intended procedure was completed using another thunderbeat device. No medical or surgical intervention was provided. No patient injury reported.